Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed. It was reported that screws breached the disc space due to the reported imprecision. It was noted that an image acquisition was performed after the observation. The camera position was adjusted and it was reported that the probe appeared twice in different views of the application software. There was a reported delay to the procedure of thirty minutes due to this issue. Unrelated to the navigation system. It was reported that the patient passed away from a pulmonary embolism.